Event description:
It was reported that the patient's implantable neurostimulator (ins) lead broke through the patient's skin in (B)(6) 2009. The lead and ins were explanted, and a replacement device was implanted when the site healed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot# v339439, implanted: 2009-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).